Manufacturer narrative:
Additional information was provided by the facility: the patient returned to normal sinus rhythm a week after the tavr procedure. A permanent pacemaker (ppm) implant was not required. Therefore, this complaint is no longer considered to be a reportable event and a corrected supplemental report is being submitted.

Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause of the reported av block complete is likely related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(4) affiliate, the developed a complete atrioventricular block (cavb) during a tavr procedure and a ppm is planned to be implanted. Rapid ventricular pacing (rvp) was run at 180 ppm to obtain a perpendicular view in cine imaging. After the rvp was turned off, cavb developed. Cavb turned to normal sinus rhythm with 5 minutes of pacing at 50 ppm. However, cavb reappeared after balloon aortic valvuloplasty (bav) with a 23 mm transfemoral balloon catheter. Temporally pacing was restarted at 60 ppm. The procedure was continued, and a 26 mm sapien xt valve was successfully implanted in an intended position. The valve was initially placed 60:40 aortic/ventricular and landed 70:30 aortic/ventricular. As cavb was persisting at the end of procedure, the patient was transferred to ICU on pacing. Per the operating physician, if the cavb did not subside, a permanent pacemaker would be implanted in 4-5 days after procedure. Per the report, the patient had preexisting complete right bundle branch block (crbbb).